Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on 2016-03-29 that their implantable neurostimulator (ins) had moved into their belly area and was protruding in the last couple weeks. The indication for use was spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) that indicated the ins was relocated to the patient's abdomen during a full system replacement in 2014. The patient told the rep that the ins was tilted and deep so that only the corner of the ins could be palpated, not that the ins was protruding. The only troubleshooting performed was the use of spacers to increase recharge coil contact with the recharger. The cause of the reported protrusion was not determined and it was unknown if any actions or interventions were taken or planned to resolve the issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's healthcare provider (hcp) reported that the implantable neurostimulator (ins) was replaced; they switched from surescan sensor to surescan prime advanced. The hcp was able to charge the explanted device and received the code 0x2618. It was noted that the cause of the ins protruding from the patient's belly area was due to malpositioning. The patient stated that the new ins is working well and providing excellent stimulation coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.